Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system displayed elevated impedance measurements on the right ventricular (rv) coil and left ventricular (lv) vectors during an ICD upgrade procedure. The caller inquired whether these findings could indicate a lead fracture. Technical services (ts) noted that while a fracture was possible, they recommended disconnecting the df- pin, cleaning it, flushing the lead port, and reconnecting. Following these steps, subsequent data from the lat system showed stable measurements, and the rv lead, as implanted, did not exhibit any ongoing issues. No additional adverse patient effects were reported. The system remains in service.